Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No motor position encoder error alarm on alarm history screen. The pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 60 mg/dl at the time of the incident. The customer stated that the pump was not working and the error occurred during prime. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.